Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. The instrument was analyzed and found a broken grip cable at the distal end as well as a loose grip cable. The grip cable was also found to be dislodged in the housing at the proximal end which caused the grip cable to be loose at the distal end. The pitch cable was found broken at the proximal end which caused the pitch cable at the distal end to be loose. The instrument was also found to have a frayed grip cable at the distal end. The frayed cable strands were stuck out at the wrist. Further investigation identified a damaged conductor wire insulation at the distal end. The internal wire was exposed. The instrument failed the electrical continuity and energy delivery tests. There was no thermal damage and no material missing. The damaged conductor wire is unrelated to the grip cable issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, inspection of the fenestrated bipolar forceps instrument found a broken wire. The user completed the procedure with no other issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage observed. The surgeon found that the instrument wire was broken and then the instrument was removed. The cable was found to be broken in half. There was no loss to cautery and no thermal damage observed. There was instrument collision a couple of times. There was no problem removing the instrument from the cannula.